Manufacturer narrative:
It was reported that the tip of a 2.2mm olive wire broke off and was retained in the patient's bone. Additional information from the rep indicated that the tip broke off due to the wire being overtightened. The device history record for the device was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The device was returned to the manufacturer for evaluation. Analysis found the olive wire broke right before the threading meets the shaft of the device, consistent with the location where a break would be expected if the device was overtightened. Based on the analysis and available information, the olive wire was overtightened during use resulting in its breakage. A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2021. A backup device was available to successfully complete the case with no additional patient outcomes.